Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor with baton 3-4, the screen turned off in the middle of a procedure. It was unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.